Manufacturer narrative:
B3: event date is unknown. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding an implantable neurostimulator (ins). Rep reported that patient (pt) experienced a loss of stimulation. Rep checked the impedance and attempted reprogramming with no success. Pt didn't feel stim and oor and high impedances were observed with each attempt. The cause of the issue is unknown and pt will be following up with their physician. Rep indicated they would send any further information as they become aware.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial # (B)(6); implanted: (B)(6) 2022; explanted: product type lead product ID 977a260 lot # serial # (B)(6); implanted: (B)(6) 2022; explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that patient mentioned they fell and broke their shoulder in (B)(6) 2025, and their doctor suspected that may have "jarred their leads" and caused them to have ongoing therapy issues, so they will be having their "electrodes" replaced soon. Agent understood the patient may be having one or both leads replaced.